Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok, up arrow, and down arrow keypad buttons are intermittently unresponsive. She denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her bra.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, and spring back as expected when pressed. There was evidence of keypad contamination found under all button key contacts.